Event description:
A malfunction alarm with code malf 0 was reported, and it was confirmed that the issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl. The customer planned to use multiple daily injections as backup therapy, and technical support arranged for a replacement pump to be sent. Instructions were provided for storage mode and returning the problematic pump, which the customer understood and acknowledged.